Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuits was returned to fph in (B)(6) for inspection. The returned device was visually inspected and pressure tested for leaks. Results: visual inspection revealed cracking along one of the swivel ports. Pressure test showed that the device was out of specification. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has recently been completed. The new pre-mixed material has now been implemented on the production line. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in michigan reported via a fisher & paykel healthcare representative (fph) that the y-piece of an rt266 infant dual-heated evaqua2 breathing circuits was cracked. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint breathing circuit is expected but has not yet been delivered to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the y-piece of an rt266 infant dual-heated evaqua2 breathing circuits was cracked. There was no patient involvement..